Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
The survey conducted in france, italy and the united states. Results from the survey stated that adverse events (intracranial hemorrhage, access site complications, stroke, vasospasm, inflammation of the puncture site, allergic reaction requiring additional medical treatment(s), infection of the puncture site requiring oral or systematic antibiotics) were reported. No other information was provided.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that a post-market clinical follow-up (pmcf) survey was conducted for long sheath catheters (device numbers: unknown, quantity 20) and long sheath catheters plus (device unknown, quantity 61) and responses (double blinded) from physicians was received on (B)(6) 2023. Events of patient vasospasm non-serious, patient inflammation, patient allergic reaction, patient infection, patient intracranial hemorrhage, vascular access site complications non-serious and patient stroke were reported from clinical specialists involved in the survey were from italy, france, and united states. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
The survey conducted in france, italy and the united states. Results from the survey stated that adverse events (intracranial hemorrhage, access site complications, stroke, vasospasm, inflammation of the puncture site, allergic reaction requiring additional medical treatment(s), infection of the puncture site requiring oral or systematic antibiotics) were reported. No other information was provided.